Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported low battery condition, which was reproduced when the received power cord was unable to charge a battery module. The reported low battery condition was verified through a review of the event history log and found to be caused by a failed power cord. The power cord was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was in patient use with low battery. The device had been left for 24 hours in observation and continued with low battery during therapy in the general pediatrics care area (medication, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.